Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges. Reportedly, the customer was not removing the cartridge during pumping. A new cartridge was successfully loaded to address the alarm and insulin delivery was resumed. The customer's blood glucose level was 105 mg/dl.